Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a meal announcement while using the ilet system and treated with 12 g of oral glucose, returning to target range, with a documented nadir alert of 55 mg/dl and a blood glucose of 112 mg/dl by end of call. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included resolution of the hypoglycemic event without injury or hospitalization. Investigation included collection of a blood glucose questionnaire, review of device alerts, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported and no hardware or software component failure identified; the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.